Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported a controller blank screen. Patient stated her patient programmer (pp) was working this morning, she used it to turn ins off before her CT scan/myelogram of cervical spine which was not related to device. After the scan, patient went to use the pp and there was nothing on the screen. She plugged it in and it had been plugged in for about half an hour. The green light was on, but nothing was on the screen. Patient was wondering if the CT scan had caused the problem. It was reviewed CT scan would not cause the pp not powering up. Prior the call, patient tried turning remote off and back on, it did not resolve the blank screen. It was reviewed patient removed and reinserted lithium ion battery pack, if power supply was not available consider using aa batteries. Patient tried resetting the pp on the call and tried using aa batteries, nothing appeared on the screen. It was confirmed desktop charger light was on. This would consider a sudden change in therapy /symptoms. Patient stated she had chronic lower back pain. It was noted she turned ins off for the CT scan today, and she hated to be in pain. It was noted ins was off and pp screen was blank, patient was not able to turn ins back on. A replacement pp would be sent to patient. The patient reported that screen on her controller was blank. While on the phone, the controller started to work, so no replacement was sent out. No further complication and events were reported.